Event description:
It was reported that the patient presented in clinic for follow up. The right ventricular (rv) lead was experiencing far p over-sensing. The right lead was explanted and replaced. The patient was stable.